Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-03863 addresses the first cre balloon, while manufacturer report # 3005099803-2011-03864 addresses the second cre balloon.it was reported to boston scientific corporation on (B)(6), 2011, that a cre balloon dilatation catheter was used during a pyloric dilatation procedure performed on (B)(6), 2011.according to the complaint, during dilatation of the pylorus, both balloons burst. The procedure was completed with another cre balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.